Event description:
Customer states: during use on a pt at home, a nurse confirmed a failure in inflation and deflation of the cuff. The reporter has confirmed decannulation and recannulation of a replacement tube was required but no further details are available. No pt harm. Pre-test: unknown.

Manufacturer narrative:
(B)(4). The sample is expected to be returned for analysis.